Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: * what was the initial procedure? Routine animal surgery. * what was the procedure date? (B)(6) 2021. * could you please confirm when did the issue occurred? Pre-op or intra-op? (It indicates unknown)- intra-op * what do you mean be "needle fell off suture"? Please explain. With tension the needle fell off the suture at the swage end. Investigation summary: a paper lid, an empty winding former and a suture piece of product code mpy427h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation, and during the visual inspection of the suture piece, body fluids and marks on the surface and the ends cutted by a sharp edge was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: one packet of product code mpy427h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issues related to no defects were observed during evaluation. A functional test was performed, and the pull force meet the requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent a routine animal surgery on (B)(6) 2021 and suture was used. During the procedure, the needle fell off of the suture. Another like device was used to complete the procedure. Additional information was requested.